Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2367, which occurred on the homechoice (hc) during use during dwell 3 of 3. The home patient (hp) stated that the hc was alarming and displaying dwell 3 of 4. The buttons were unresponsive. The baxter technical service representative (tsr) explained the alarm. The tsr reviewed the alarm log. There were no other alarms. The tsr went through self-testing. There was no alarm. The hp was to call back if the alarm re-occurred. There was patient involvement but no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product is unknown at this time. The sample availability was unknown as the customer could not be reached. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to unavailable sample.. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. The lot number was not provided; therefore a batch review cannot be conducted. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.